Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system ((B)(6)) displayed tcmid:06 (ce post failure) error message during self-test. No information was shared with zoll about patient treatment status, or if the system was intended for use on a patient or being tested.